Event description:
Revision surgery - due to dislocation.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
See d2, d3, d4, d6a, d10, g1, g4, h4 and h11. Complaint has been evaluated and is similar to: 1644408-2022-01619; 508-32-103, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.